Event description:
A patient underwent a central venous catheter placement procedure using broviac cv catheter, single lumen, 4.2f. It was reported that during blood collection, the catheter broke open distally. A small amount of blood was observed, and the broviac line was immediately clamped proximal to the patient using three clamps. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a central venous catheter placement procedure using broviac cv catheter, single lumen, 4.2f. It was reported that during blood collection, the catheter broke open distally. A small amount of blood was observed, and the broviac line was immediately clamped proximal to the patient using three clamps. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter fracture and fluid leak issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E4, g3, h6 (result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter was returned for evaluation, and three photos were provided for review. The photos show partial view of a catheter in which adhesive tape was noted wrapped around the catheter body. A c shaped split was noted on the catheter body, and split was noted in the inner catheter. Gross, visual, microscopic, tactile and functional evaluations were performed on the returned device. A c shaped split was noted on the catheter body. The edges of the c shaped split on the catheter body were noted to be uneven. The inner catheter was exposed in the split area. The inner catheter appeared to be split in three (3). The edges of all ends of the inner catheter were noted to be uneven. Upon infusion, a leak from the c shaped split was observed while water exited the distal end of the catheter. Therefore, the investigation is confirmed for the reported fluid leak and identified catheter burst issues. However, the investigation is unconfirmed for the reported fracture issue as more appropriate catheter burst code has been identified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (device, component, method, result) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent placement of a hickman/leonard/broviac central venous catheter. On (B)(6) 2025, it was reported that during blood collection, the single lumen broviac catheter broke open distally. A small amount of blood was observed, and the broviac line was immediately clamped proximal to the patient using three clamps. The catheter was removed. There was no reported patient injury.